Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain and elevated ion levels. Intraoperatively, metallosis and trunnionosis were noted. Update rec'd 06/25/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information that needs reported.